Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as material problems like degradation or a mechanical problem like leakage/seal, stress, deformation, or wear and tear. These causes can occur between components such as connector/coupler, mechanical/structural cable, imager, and marker without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited the image guide (ig) insertion tube coating is peeling off by 1 millimeter (mm) to 2mm or more. There was no patient involvement.